Event description:
Related manufacturer reference number: 3006705815-2022-17875. It was reported that the patient¿s system was auto reducing or shutting down on its own. Diagnostics revealed high impedances on the leads. As such, surgical intervention took place wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.